Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During follow-up communication performed regarding previous cases, livanova (B)(4)learned that since june 2014, the facility has reportedly followed the updated cleaning guidelines for all their units. It was also reported that prolonged and intense minncare circulations were completed in late 2015, meaning the customer used the recommended concentration and the recommended tank temperatures, but with an increased circulation time of 60 to 120 minutes instead of the recommended 15 minutes. Through additional communication, livanova (B)(4) learned that all three units in use at the facility have been replaced. The customer stated that they do not wish to disclose further information regarding the patient infection at this time. A review of the dhrs for all potentially involved devices did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Through follow-up communication with the customer, (B)(4) learned that the facility does not know which device was used during the procedure. The facility owns three devices, all of which have tested positive for mycobacterium chimaera contamination. The customer reported that the devices are placed within the operating room during use. However, they are placed far away from the patient and the facility has always positioned the exhaust of the device away from the patient field. Additional information was requested regarding the patient details, current status and treatment. However, no additional information about the patient has been provided. It is unknown at this time if the reported infection is related to the use of the heater-cooler device. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
(B)(4) received a report that a patient tested positive for a mycobacterium chimaera infection after undegoing a procedure in (B)(6) 2015. The procedure involved the use of a heater-cooler system 3t.